Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device found it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. The reported undersensing due to low signal amplitude measurements was not confirmed during laboratory analysis. The boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this pacemaker exhibited isolated undersensing of small amplitude r-waves (functional undersensing). Review of stored device data showed conducted atrial arrythmias and small and variable r-wave amplitude measurements. No further assistance was requested. Additional information was received that the device was later explanted and replaced with no information suggesting the explant was related to the previous observations. No adverse patient effects were reported. The product has been received for analysis.